Event description:
Situation: called by rn, patient ventilator alarming minute ventilation low, end tidal waveform odd looking. Respiratory therapist (rt) arrived, patient was not triggering the ventilator at all (no spontaneous breaths registering), etco2 of 70. Calibrated flow sensor successfully, dropped flow trigger from 0.7 to 0.5, inspiratory term dropped from 20 to 15%, patient still not triggering vent but clearly dyssynchronous. Patient effort 50+ breaths per minute, vent not capturing. Decision made to bag patient and switch to a new vent. Background: when patient had gone on intrapulmonary percussive ventilator (ipv) treatment today, rt attempted to change expiratory valve to disposable in order to run hypertonic through the vent (rt new equipment trial), received error message "service life for infinity ID expiratory valve expired", this lot of disposable expiratory valves was expired and it was not used on a patient. Patient's original non-disposable exhalation valve was replaced in vent, and vent was calibrated appropriately. Pt placed back on vent after ipv completed and had no errors or problems with synchrony for 2 hours. Assessment: patient unable to trigger drager v500, reason unknown. Ventilator was calibrated after original reusable exhalation valve was replaced in vent recommendation: full work up of vent and exhalation valve to determine why patient was unable to trigger vent with his spontaneous breathing efforts. This device was removed from use. This event caused minimal temporary harm.